Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: a review of the black box showed no evidence of short battery life but two alarms occurred due to a discharged replace battery use. The returned battery cap was undamaged and was able to fit securely. The rewind, load, and prime steps were performed successfully with all currents reading within specification. No alarms were emitted during investigation. The pump cover was removed to find no intermittent conditions to the printed circuit board. The short battery life complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad.